Event description:
It was reported that pericardial effusion was noted during a lead revision. The patient also experienced chest pain. A pericardiocentesis was performed and the patient was stable post procedure.

Manufacturer narrative:
(B)(4).